Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the blackout was due to main board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, beep sound was generated when changing from low to medium, all front panel light-emitting diode (leds) lit and then the power shut off of the high flow insufflation unit. The issue was found during a hysterectomy procedure. The procedure was delayed by one minute, the time it took to restart the device. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power shut off due to a faulty main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.